Manufacturer narrative:
(B)(4). The insulin pump passed the displacement test. Pump error 63 alarmed during self test and confirmed in pump history with variable due to broken trace at keypad assembly (pins 1 and 6). Volume did not change when adjusted. Audio, vibrate anomaly, absence of alarm confirmed. The pump was connected to a test transmitter or sensor and monitored without any connection interruptions. No communication (unresolved) not confirmed.

Event description:
Customer reported via phone call that insulin pump failed test. Customer was not interested in running test but did verify the motor app and version match what was been recalled. The customer¿s blood glucose level was 188 mg/dl. The insulin pump will be returned for analysis.